Event description:
It was reported that precedex infusion validation showed that the clinician overrode precedex five (5) times on pump. It was reported that the infusion was running at rate of 12.22mcg/kg/hr. (The max ordered dose was 1.5). According to the hospital's medication safety officer, the initial documentation started at 0750 with dose of 10mcg/kg/hr. The infusion was reportedly stopped at 1014. There was patient involvement but unknown impact.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that precedex infusion validation showed that the clinician overrode precedex five (5) times on pump. It was reported that the infusion was running at rate of 12.22mcg/kg/hr. (The max ordered dose was 1.5). According to the hospital's medication safety officer, the initial documentation started at 0750 with dose of 10mcg/kg/hr. The infusion was reportedly stopped at 1014. There was patient involvement but unknown impact.